Event description:
It was further reported that three additional batteries exhibited power switching associated with a loss of power to the controller and a pump stop of approximately 13 seconds. Due to the magnets on the waist pack fixing the battery cables in place, there was a strong pull on the battery cable when it was connected to the controller, and this caused the controller to switch to the second battery. The second battery also lost contact to the controller which led to a power failure with an immediate pump stop. The patient collapsed, and this caused both batteries to make contact again and the pump restarted. The batteries were removed from service and the controller remains in use.

Manufacturer narrative:
### A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system - battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2020 / serial or lot#: bat811244 UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-jul-2019 h5: no h6: patient ime code(s): e011903 h6: imf code(s): f11 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system - battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2021 / serial or lot#: bat900097 UDI #:(B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 05-jun-2020 h5: no h6: patient ime code(s): e011903 h6: imf code(s): f11 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system - battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2021 / serial or lot#: bat905488 UDI #:(B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-oct-2020 h5: no h6: patient ime code(s): e011903 h6: imf code(s): f11 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system - controller 2.0 d4: model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2018 / serial or lot#: con301500 UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 28-feb-2017 h5: no h6: patient ime code(s): e011903 h6: imf code(s): f11 h6: img code(s): g04035 h6: FDA device code(s): a0708, a141204 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited power switching. The battery was removed from service. It was further reported that three additional batteries exhibited power switching associated with a loss of power to the controller and a pump stop of approximately 13 seconds. Due to the magnets on the waist pack fixing the battery cables in place, there was a strong pull on the battery cable when it was connected to the controller, and this caused the controller to switch to the second battery. The second battery also lost contact to the controller which led to a power failure with an immediate pump stop. The patient collapsed, and this caused both batteries to make contact again and the pump restarted. The batteries were removed from service and the controller remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b1 adv event/product problem updated outcome attributed to adverse event selected in b2 imf code updated this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller (B)(6) was not returned for evaluation. Four batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual inspection and functional testing; the batteries were able to adequately connect and provide power to a test controller with no anomalies observed. Log file analysis revealed that the controller. Contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Analysis of the event log file revealed a controller power-up event, with an associated motor start event, logged on (B)(6) 2021 at 18:27:17. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two with 73% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The controller was without power for thirteen (13) seconds. No anomalies were observed leading up to the loss of power. As a result, the reported premature power switching and loss of power events were co nfirmed; it is likely that the loss of power is related to the ¿pump stop¿ event. There is no evidence the lubrication servicing was performed on the batteries (B)(6). The batteries (B)(6) were lubricated prior to release. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: (B)(6), d10: yes, return date: 07-oct-2021, h3: yes dev rtn to MFR? Yes. H6: FDA method code(s):b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d01, d12. (B)(6), d10: yes, return date: 07-oct-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02, d12. (B)(6), d10: yes, return date: 07-oct-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02, d12. (B)(6), h3: yes. H6: FDA method code(s): b17, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d01, d02, d12. D15 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited power switching. The battery was removed from service. No patient complications have been reported as a result of this event.